Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01949.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while placing the pod pc in the target vessel using a lantern, the physician determined that the pod pc was oversized and decided to remove it. However, while retracting the pod pc back into the lantern, the physician experienced resistance and, subsequently, the pod pc unintentionally detached from its pusher assembly. It was reported that part of the pod pc was within the lantern and the other part was in the patient's vessel. Therefore, the physician removed the lantern and pod pc together. The procedure was completed using a new lantern and an additional pod pc. There was no report of an adverse effect to the patient.